Event description:
A hospitalization for low bgs. It was stated that a large amount of insulin was delivered into their body. Bgs were treated. Troubleshooting was performed. The pump histories did not confirm any extra delivery.